Event description:
It was reported that the customer has been getting motor error alarms, and had to go to the hospital for assistance with manual injections last night. The reported blood glucose reading was 15 mmol/l. Troubleshooting was performed, and the drive support cap was not damaged. Found multiple motor error alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. Error alarm confirmed in the history file. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.